Event description:
On (b)(60 2013, it was reported that this programming software did not work when programming codes. The event began a few days prior. The handheld device and software flashcard were returned on 03/04/2013 and are currently undergoing product analysis.

Event description:
An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and the reported allegation could not be verified. The handheld was received with the main and backup batteries depleted. As a result, the vns software was no longer installed in the handheld (including the vns executable file). Also an analysis of the returned flashcard identified that it contained no patient databases, giving the indication that the returned flashcard had not been used with a handheld device during programming sessions or to perform a software upgrade. During the analysis, no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.